Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing thresholds. Additional information indicated that the cause was undetermined and that the lead was discarded by the hospital staff. The lead no longer remains in service. No additional adverse patient effects were reported.